Event description:
It was reported the pt experienced an increase in pain and nausea, and the hcp was unsure if it was withdrawal symptoms. The pt was hospitalized over the weekend and then had a CT scan on monday to rule out an inflammatory mass. The pump was interrogated, and found "stop pump may exceed tube set" messages date 2008 and about 2 days later. The pt had heard an alarm, but no alarms were noted upon interrogation. The hcp changed intervals on the alarms, increased the programmed dose and updated the pump. The pt continued to complain of increased pain. A roller test was performed and noted the rollers did not move. No motor stalls were noted. The volume was checked and a discrepancy of 12.025ml was noted. The drugs in the pump were morphine at a concentration of 20.0 mg/ml and dose of 30.981mg/day and bupivicaine at a concentration of 30.0 mg/ml at dose of 46.472 mg/day. Both drugs are run in simple continuous mode. No outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.